Manufacturer narrative:
Device was checked on site and passed all tests. Log file investigation at the manufacturing site will be started. Results will be reported in an follow up report.

Event description:
Description of hospital: called to a patient in septic shock requiring intubation and intensive care admission. Patient was intubated with successful confirmation of endotracheal tube positon, by etco2, chest auscultation and movements. Easy to bag via waters' circuit. On connecting to the oxylog ventilator (paeds bay), sudden reduction in co2 trace, reduced spo2 and progressive bradycardia - despite appropriate pressures (pc bipap mode), and apparently adequate tidal volumes measured on the ventilator. Measure in hospital: switched to waters' circuit, commenced CPR for severe bradycardia, and administered atropine. Rosc achieved with one cycle of CPR, and no deleterious consequences. Ed team stated "have had problems with that ventilator before". Asked for ventilator to be switched and taken out of service. Alternate ventilator worked with identical settings and no problems

Manufacturer narrative:
The service engineer on site did not find any deviations during testing the device. The logfiles were provided and analyzed. Here also no deviations were found. The device operated in "pc-bipap-mode", which can be described as a time-cycled alternation between two positive airway pressure levels. Spontaneous breathing of the patient is always possible. As the device differs the pressure between the two set pressure levels, a temporary deviation of the ventilation can be recognized by the device only with the measurement of the expiratory minute ventilation. Therefor it is essential to set the patient-dependent alarm-limit for "mve" most carefully, as stated in the IFU. According to the logfiles this was not done in this case. Though it is not possible to prove this, a kinked hose or stenosis of the tubus would explain the described reduction of co2 and spo2. The displayed tidal volume is significant for one breathing cycle only, therefore a temporary stenosis may not be recognized by the user without setting the alarm-limits properly.

Event description:
Please see initial report.